Event description:
It was reported that the patient experienced a pocket hematoma and wound pain after the implant of their implantable pulse generator (ipg). Antibiotics were continued and the device remains in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same brand family as a device marketed in the u.s. (B)(4).